Manufacturer narrative:
Lot number 215704 does not match to provided article number 80035; most likely part number is 80030. Gtin unavailable, product made prior to gtin compliance date. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation as it was reportedly discarded by the facility. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Documents of supplier reviewed for article 80030 with lot number 215704. Manufacturing location: (B)(4). Manufacturing date: december 18, 2014 and january 07, 2015. Article was manufactured by supplier (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the removal of a non-synthes anterolateral plate and nine (9) screws (implanted 8 years prior) it was discovered that one of the screws had the locking head broken off. After removing the head and other intact screws the plate was removed. This left the screw shaft in the bone. The surgeon wished to remove this also as the patient was having the implants removed due to infection. The extraction reamer was put on a jacobs chuck and non-synthes power tool. It was then used at slow speed over the embedded screw. It did briefly grip the screw and back it out several millimeters. This was sufficient to grip the screw with pliers and remove it. During this process one of the tips of the extraction reamer broke off. It was found by the surgeon and removed from the patient's wound. No delay or adverse event was reported. This is report 1 of 1 for com-(B)(4).